Manufacturer narrative:
Upon completion of the investigation, a follow up report will be filed.

Event description:
Rep reported that the patient required two valves simultaneously and it was said that both valves malfunctioned. As a result, both devices were revised.